Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. It also states to not remove the cartridge during the load process until prompted on the t:slim pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, when loading a cartridge, the customer was not following the on-screen instructions. In addition, it was reported that the pump requested a minimum of 50 units after filling the cartridge with water during the load process. Reportedly, the customer filled the cartridge with over 300 units of water. There was no impact to the customer's blood glucose level as the customer was not using the pump for insulin therapy.